Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dysfunctional. Upon interrogation, intermittent sensing and loss of capture at high output was noted on the right atrial lead. A chest x-ray was performed, and dislodgement of right atrial lead was confirmed. Lead revision was discussed.

Event description:
New information received states that the right atrial lead was capped and replaced on (B)(6) 2019 due to poor sensing. The patient was in stable condition post procedure.

Event description:
New information received states that the issue was discovered when the patient presented in clinic for routine follow up. Lead revision was discussed. No intervention has been performed yet and the lead remains implanted.